Manufacturer narrative:
No product sample returned. Documentation review of lot number did not reveal any abnormalities.

Event description:
The balloon would not deflate. Nurse used mineral oil and balloon deflated within 5 minutes.